Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08715 inches. Unit received with intermittent act button due to flattened dome switch (creased). The up and down arrow buttons worked properly during testing. No unlocked lcd keypad connector.

Event description:
The customer's spouse reported via phone call that the insulin pump would not rewind. The customer had to go to the hospital on (B)(6) 2018 with a blood glucose level around 200 mg/dl. The keypad was not working properly. The up and down arrow are not responding when pressed. They had to press multiple times to get them to respond. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.